Event description:
The account alleged that the brakes are not holding on the bed.

Manufacturer narrative:
The account replaced the brake cams but found the brake block was broken. Repairs have not been completed.